Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with multiple shocks and syncope. The patient was completely dependent on pacemaker. During the device interrogation, a charge time limit was observed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory and was due to noise from a lead anomaly. The noise resulted in continuous high voltage charging that depleted the battery and extended charge time. The device was tested on the bench and no anomaly was found.